Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that aspiration pressure did not increase (aspiration was poor) during the vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The returned cassette and tubing manifolds were returned. And we observed, damaged to the cassette at multiple points, which included two ports on the cassette and the green connector on the infusion line. Which connects to the cassette was malformed. Due to the damage observed, the customer's event was not able to be replicated. The damaged condition of the cassette along with the inability to prime the cassette prevented further console testing. The damage observed, was consistent with an induced force causing the damage. However, this cannot be confirmed. The root cause of the customer's complaint could not be conclusively determined. Manufacturer quality assurance had reviewed, evaluated and investigated this complaint and will continue to monitor for these events. There was no trend for this lot for this event. Quality assurance had reviewed this complaint, and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).